Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt underwent a pocket revision due to the pt experiencing pocket discomfort. The physician moved the pocket to a higher location; nothing was implanted or explanted. The pt is reportedly doing well.